Manufacturer narrative:
A1. Patient identifier: (B)(6).

Event description:
Elegance clinical study. It was reported that a dissection occurred. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was located in the entire length of right superficial femoral artery extending up to right proximal popliteal artery with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 300 mm and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment, predilation was performed with a 5 mm x 200 mm mustang pta balloon. Treatment of target lesion was performed by placement of one 6.0 mm x 120 mm and, two 6 mm x 100 mm eluvia drug coated study stents. Post dilation was performed with a 5 mm x 200 mm mustang pta balloon. Following post dilation, the final residual stenosis was noted to be 30%. On (B)(6) 2021, during treatment of the target lesion, dissection of severity grade c was noted with residual stenosis of 30%. As a response to the event, bailout stent was implanted followed by balloon dilation was performed, and the complication was resolved. It was further reported that during treatment of the target lesion, dissection of severity grade c was noted after the pre dilation with mustang 5mm x 200mm balloon. As a response to the event, bailout stent was implanted followed by balloon dilation was performed. The dissection occurred prior to use of the three eluvia stents, therefore the event is not related to this device.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) clinical study. It was reported that a dissection occurred. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2021 as a part of the (B)(6) clinical trial. The target lesion was located in the entire length of right superficial femoral artery extending up to right proximal popliteal artery with 5 mm proximal reference vessel diameter and 5 mm distal reference vessel diameter with lesion length of 300 mm and 100% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment, pre-dilation was performed with a 5 mm x 200 mm mustang pta balloon. Treatment of target lesion was performed by placement of one 6.0 mm x 120 mm and, two 6 mm x 100 mm eluvia drug coated study stents. Post dilation was performed with a 5 mm x 200 mm mustang pta balloon. Following post dilation, the final residual stenosis was noted to be 30%. On (B)(6) 2021, during treatment of the target lesion, dissection of severity grade c was noted with residual stenosis of 30%. As a response to the event, bailout stent was implanted followed by balloon dilation was performed, and the complication was resolved.